Event description:
The facility reported a colleague infusion pump with a malfunction of a broken wire on the back of a bolis cord. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up while in the medical surgical unit. There was no report of patient/user involvement, injury, or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a broken wire on the back of a bolus cord was not confirmed during product evaluation. The root cause of this condition was not identified since the colleague infusion pump does not have a bolus cord. No repairs were needed for this reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.